Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced weakness in the leg and drop foot symptoms. The device was removed but the physician did not believe the issues were related to the device. There have been no reports of further complications regarding this event.